Manufacturer narrative:
Initial MDR 2432235-2025-00169 was filed on 24-jun-2025. Additional information (30-jun-2025): siemens was informed that the customer service engineer (cse) was not wearing protective eyewear as part of personal protective equipment (ppe). The cse has followed up with blood testing and noted that the results were negative for hiv, hepatitis a, b, c, and other diseases. No medical issues were reported by the cse. Siemens is investigating the event.

Manufacturer narrative:
The initial MDR 2432235-2025-00169 was filed on 24-jun-2025. The first supplemental MDR 2432235-2025-00169_s1 was filed on 29-jul-2025. Additional information (21-aug-2025): siemens investigated, and the customer service engineer (cse) informed that the external waste tubing, located at the customer's drain, had become occluded due to the collection of waste and debris buildup in the drain. While the cse inspected the condensate pump for reports of not evacuating liquid, he put the instrument into diagnostics. The control loop for the waste was left active while the condensate pump was inspected, which allowed the pump to activate when the condensate tank became full and trigger an evacuation cycle. Due to the blockage of the waste tubing at the customer's drain, the condensate tubing became dislodged at the pump internal to the atellica ci. Siemens reviewed the service manual and concluded that the instructions advise service personnel to turn off control loops when servicing utility areas of the instrument. The cause of the event is a use error. The waste control should have been turned off before inspecting the condensate pump for functionality to prevent activation of the pump. The atellica ci 1900 is operating as specified. No further evaluation is required. Siemens updated section h6 to include new codes that reflects the investigation findings and investigation conclusions.

Event description:
The siemens customer service engineer (cse) was performing service intervention on the atellica ci rack loader and reported that waste splashed out onto his face. The cse cleaned his face and eyes, had blood tests performed, and confirmed that the results were negative. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The siemens customer service engineer (cse) was performing service intervention on the atellica ci rack loader and reported that waste splashed out onto his face. The cse cleaned his face and eyes, had blood tests performed, and confirmed that the results were negative. The cse noted that the waste pipe was blocked, the pump pressure became high, the pipe fell off from the pump, and waste splashed out towards his face. The cse resolved the issue, confirmed the analyzer was operational, and verified that there was no impact on patients. Siemens is investigating the event.